Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke leading to an injury to the muscle of the patient.

Event description:
It was reported that the device broke leading to an injury to the muscle of the patient.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: incised injury probable root cause: excessive force applied by user; inadequate window profile; excessive vibration; surgeons setting above the recommended settings; incorrect rfid tag; incorrect diamond grit size/ type. Inadequate coating process. The reported failure mode will be monitored for future recurrence. H3 other text: 81.